Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined that the unit did not pass the test cut due to an incomplete cut. The cutter gear and bearing collar were replaced, however this unit can not be fully repaired and would need to be replaced by the account. Devices are used for treatment. A definitive root cause cannot be determined. The event is confirmed.

Event description:
It was reported that the meshers and cutters were worn and being returned for evaluation. Investigation found the cutter did not pass the cut test. Living legacy foundation is a cadaver skin bank, therefore, there is no patient involvement. No adverse event was reported as a result of this malfunction.